Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets 80% of expected longevity. We did receive performance data collected from the device and have analyzed the data. Analysis revealed battery depletion indicated with time of recommended replacement time (rrt) in save to disk on (B)(6) 2011 device rrt less than equal to 2.62 volt, and device eos reached 3 months after rrt. Weekly battery voltage trend data shows min bat equals 2.64 to 2.62 volts between (B)(6) 2011 and (B)(6) 2012. Patient alert for low battery voltage on (B)(6) 2011.

Event description:
It was reported the device reached elective replacement indicator (eri) and there was possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.